Event description:
The complainant reported that the patient was admitted for drug induced ventricular fibrillation arrest and received cardiopulmonary resuscitation in the field. They became increasingly hypotensive in the intensive care unit, with increasing pressor and inotropic requirements. Patient was placed on impella cp for mechanical circulatory support. Less than 3 hours after impella implant, there were no pulses noted via doppler signal in either lower extremity. Patient was intermittently going into ventricular tachycardia. Amiodarone and bicarbonate pushes. Left ventricular diastolic becoming increasingly negative. Care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 added b13 as it was omitted from the initial report that was submitted. Investigation summary: the investigation was completed and no product was returned for investigation. Ischemia/ tachycardia: in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.